Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation possible electromagnetic interference/oversensing that resulted in an atrial fibrillation (af) detection was noted five months prior; however, the implantable cardioverter defibrillator (ICD) was currently functioning as programmed. The ICD remains in use. No patient complications have been reported as a result of this event.